Event description:
Initial and add'l info received from a physician on 05-may-2010 and 10-may-2010: a male (B) (6) with human immunodeficiency virus (hiv) was injected with an unk amount of injectable poly-l-lactic acid (sculptra), [lot # and expiration date unk] about four to five years ago (2005 or 2006) in order to fix depression in both cheek areas. He's had multiple treatments with injectable poly-l-lactic acid and the injectable poly-l-lactic acid was reconstituted with 1% lidocaine with epinephrine. Within a year or two, he began developing foreign body masses. During that time, the masses went away but then came back again. They were approximately 4 by 5 centimeters and were not visible. The masses were polarized material and giant cell plague and the large mass of tissue underneath both cheek areas. The physician performed a biopsy a week or two ago ((B) (6) 2010) on each cheek in order to determine what the foreign body reaction was (results unk). Corrective measures were not taken at the time of this report. Add'l medical history reported as "none". Concomitant medications included hiv medications. No further relevant info reported.